Event description:
It was reported that the customer experienced a recurring cgm error 42, which occurred three or more times with the current pump. There was no adverse impact to the customer's blood glucose level. In response, tandem technical support decided to replace the pump, as it was still under warranty, with a new pump featuring updated software. The customer agreed to continue using the current pump through a mobile app until the replacement arrived. The necessary instructions were provided regarding the storage and return of the old pump, and the customer was advised on programming the new pump and connecting the cgm to it.